Event description:
It was reported that the pacemaker was explanted due to unknown issues. Subsequently, a new device was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem and h6 patient codes.

Event description:
It was reported that the pacemaker was explanted due to infection. Subsequently, a new device was successfully implanted. No additional patient adverse effects were reported.